Manufacturer narrative:
This product was received and tested by technical services and the failure could not be duplicated. A test baton was plugged into the customer's monitor and monitor was powered on; a good image appeared on the screen. The video cable was wiggled/flexed and no problem was found. The monitor was left powered on with the baton connected until the battery drained and still no failures were encountered. The device passed the image quality test, color rendering was accurate and individual white lines were distinct. The following routine servicing was also performed: the device was visually inspected, the back shell was found cracked next to connector so the back shell sub assembly was replaced. Upon opening the monitor, the wires attached to the connector were found not to be firmly connected so they were firmly seated. The pcba was replaced to accommodate the hdmi cable. The device was certified and was returned to the customer. Service complete.

Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope gvm monitor, the image on the monitor randomly went out while the power was still on. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.